Manufacturer narrative:
The reported complaint was confirmed via video sent by the user. Per log analysis, there is no indication of a problem with the centrifugal or flow meter in the log files. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). The field service representative (fsr), while working at the customer site on (B)(6) 2016 the ccp told him of the reported issue. This was when they were off bypass but the patient was still on the table so the fsr did not go into the operating (o/r) to see the issue, but the ccp took a video and showed it to him. The fsr asked the ccp to take the aps1 base "out of service" and leave it for him to look at the next day ((B)(6) 2016). The fsr tested the functions of the centrifugal system and found no problem. The centrifugal icon on the ccu does not rotate; it is a static icon unlike the touch screen display centrifugal icon, which rotates when the centrifugal pump is running. It was noted that the flow rate selected on the touch screen display was l/min/m2 and there was no patient body mass entered which explains the flow reading of "---". There is no indication in the data logs that this reported issue was due to any sort of equipment malfunction. The fsr downloaded the data logs and sent them to the manufacturer for further evaluation by cs and technical support (ts). The unit operated to manufacturer specifications and was returned to clinical use. Software data logs were received by the manufacturer on 1-aug-2016.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the centrifugal control unit (ccu) was reading zero revolutions per minute (rpm) and there was no flow. The ccp stated the display of the ccu (the centrifugal icon) was not rotating and the ccu display read dashes (---) while the central control monitor (ccm) display showed a flow reading and the centrifugal icon was rotating. The device was not changed out, as they wiggled the cable for the motor where it attaches to the back of the ccu. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on 04-aug-2016: the ccp emailed me a video prior to my conversation with her. In this procedure, the ccp was using a system-1 (aps1) with a sarns centrifugal pump motor to drive and control the arterial roller pump. She was using a medtronic disposable centrifugal pump that was coupled to a medtronic pump adaptor that is designed to be used with a sarns centrifugal motor. The ccp was using a medtronic oxygenator and medtronic tubing pack. During cpb, the ccp noticed the arterial flow rate was low with a posted flow on the ccu of about 0.220 liters per minute (l/min). The posted revolutions per minute (rpm) on the ccu was 2230 rpm. This information can be observed in the video. The ccp also mentioned the centrifugal pump "icon" on the ccu was not rotating. The "centrifugal pump" icon was rotating on the ccm, but the flow was displayed as (- - -). This can also be seen in the video. Additionally, the arterial line pressure of the perfusion circuit (post centrifugal pump head) is measured at 182 mmhg on the ccm in the video. Manufacturer clinical services (cs) discussed these observations with the ccp, via my phone call on 04-aug-2016. First, the "centrifugal pump" icon does not rotate on the ccu and does not represent motor function. Second, flow rate was not displayed on the ccm (- - -) because it was in the l/min/m2 mode and the ccp stated she had not entered any patient information into the ccm and thus the body surface area (bsa) was not calculated. Third, the "pump icon" was rotating on the ccm as the pump motor was rotating and functioning. Fourth, another indication the motor and pump head were functioning is the fact the pump was generating a pressure of 182 mmhg in the arterial line of the circuit (post pump head). This is a reasonable pressure at the 2230 motor rpm. Fifth, the blood flow was low and did drop and in the cs's clinical opinion was due to a kink or some temporary obstruction in the arterial circuit. According to the ccp, the flow rate did return to previous levels in a few seconds. There was no indication of functional issues with the devices used. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.